Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased architect tsh result of 3.702 miu/ml was generated for a patient (sample ID (B)(6)) on (B)(6) 2017. The sample was tested using the roche cobas tsh method and the result was 84.58 miu/ml. This result was confirmed using the centaur tsh method which generated a result of 78.744 miu/ml. The sample retested at 4.578 miu/ml on a different architect analyzer. The patient's clinical history is hypothyroidism, so elevated tsh levels were expected. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Accuracy testing was completed using lot number 75036ui00. The testing met acceptance criteria and therefore the lot performs as expected. A search for any non-conformances associated with the lot was performed. No issues were identified for this complaint issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.